Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 41541. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of error code 41541. This device has not been serviced in the past. Unable to load error history log. Visual/functional testing was performed. Error code 41541 was duplicated by functional test. The cause is the latch/lock optic flex sensor. Replaced the latch/lock optic flex sensor to correct the issue. The device passed all functional tests after the repair.